Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer felt resistance upon removing the device during a laparoscopic band procedure. Before firing, the sail was retracted and checked to make sure the black line was visible and the sail was fully retracted which it was confirmed that it was. The device could not be removed and a gastrotomy was performed. It was noticed that the sail was barely sticking out of the tube and one staple was fired across it at the ge junction making it stuck to the stomach. They removed the sail, fixed the staple line, and closed to complete the procedure. Both surgical and hospitalization time was extended and unanticipated tissue loss as well as temporary tissue damage occurred as a result of this complaint. The incision was extended more than 1 inch. The patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photo evaluation of the device. Pmv noted that part of inner tube was cut off. There was no image showing the rest of the device besides the piece of sail that was cut off. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur when the device makes contact with a sharp object. If information is provided in the future, a supplemental report will be issued.